Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Upon completion of the manufacturer's device evaluation it was determined by a manufacturer service technician that the safety bar was difficult to actuate; however, the safety bar was operable and the device could be put into safe mode if necessary.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was locked into run mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was locked into run mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.